Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had moisture inside the screen and darkening of the display screen. The blood glucose reading was unavailable. The customer's mother stated that there were also two cracks observed on the device. She declined further assistance. Nothing further reported.